Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump will not rewind. The customer blood glucose level was 320 mg/dl. Customer stated that when they tries to rewind the insulin pump it says restart so they restarts it and prompts to rewind and then it says restart again. The device will not be returned for analysis.